Manufacturer narrative:
Unit alarmed motion sensor test failure during rewind due to corroded motor home switch. Unable to perform rewind, basic occlusion, occlusion, prime/compromised force sensor alert and excessive no delivery test or verify motor error alarm due to a35 alarms.

Event description:
Customer reported via phone call that the insulin pump had motion sensor test failure. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will be returned device for analysis.